Manufacturer narrative:
Investigation: visual inspection: during the visual investigation, a deformation of the housing surface was determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However the braking force cannot be measured due to the sterile packaging and the determined non-adjustability of the valve. Result: based on our investigation results, we can determine adjustment difficulties in the valve. The determined deformation can be named as the cause for the non- adjustability. The cause of the deformation is not known to us at the time of the examination. Based on the quality testing report before shipment, it could be exclude that the valve was packed and shipped in this condition. The valve met all specifications of the final inspection when released from (B)(4).

Event description:
It was reported that a progav (#fv434-t) should be implanted. According to the complainant, the valve could not be adjusted before implantation. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the procedure.